Event description:
Caller reported aviva system blood glucose results, all mg/dl: 61 at 3:12 am. 59 at 3:19 am. 146 at 3:21 am. 89 at 3:22 am. 56 at 3:24 am. 54 at 3:28 am. 107 at 3:29 am. 61 at 3:33 am. Customer was having low sugar symptoms and she was able to self-treat by having some glucose gel. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.